Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not open normally in the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: removed "did not open normally in the aorta" and changed to "seal did not load properly". (B)(6). (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Although photographs of the device were submitted beforehand, only the delivery device was returned for evaluation. Blood was evident all over the delivery device including the inner parts of the tube, which indicates proper insertion into the aortotomy. The tension spring assembly remained inside the tube while the seal extended hanging beyond the tip of the tube. It was observed that the blue slider lock was disengaged and the plunger fully pressed, which indicates an attempt to deploy the seal. The tension spring assembly with the seal was removed from the delivery tube for inspection. Microscopic inspection showed the seal was tainted with blood and remained intact with no cracks nor delamination. Due to the presence of heavy contamination on the device, taking measurements of the delivery tube was not possible. Based upon the received condition of the device, the photographs submitted to the factory, and the results of the investigation of the returned delivery device , the reported failure mode "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.